Manufacturer narrative:
(B)(4). Device was not returned for evaluation. The following information was requested, but unavailable: did part(s) of trocar sleeve break off and fall into patient? Did part(s) of obturator break off during insertion of trocar into patient? Was trocar part retrieved from patient during this procure?

Event description:
It was reported that during an unknown procedure, upon introduction of the device through the wall of the patient, a piece of the trocar is dropped on the inner abdominal wall. Yellow debris fixed on the wall, removed with difficulties by mechanical action of aspiration / wash. Unknown how case was completed. One device was discarded.